Manufacturer narrative:
The reported events were helix rotation mechanism deviation and twisting of lead body. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix rotation mechanism deviation was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of helix rotation mechanism deviation was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported event of lead body twisted was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the initial implant procedure, twisting of the right ventricle (rv) lead body was noted while rotating the helix and the helix was unable to extend or retract. Helix rotation was not tested prior to introducing the rv lead into the body of the patient. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.